Event description:
The customer alleges back to back results of 280 and 128 mg/ dl on his meter. No report of an adverse event. L1 control in range, l2 control not run. Return requested and replacement was sent.